Event description:
It was reported that the stent was advanced into a heavily tortuous graft to the rca, and would not cross the intended lesion. Reportedly, the system was pushed against resistance in an attempt to cross the intended lesion. The stent was retracted and met resistance at the guide catheter tip. Continued manipulation dislodged the stent from the stent delivery system. The stent delivery system was removed and a crosssail was advanced. The crosssail pushed the stent to the distal pld artery. The implant remains undeployed in the distal pld artery.